Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and identified that the air gap funnel clamp connecting the air gap funnel to a drain hose had deteriorated due to age, allowing water being released from the sterilizer to miss the facility drain. The technician replaced the air gap funnel clamp, reconnected the drain hose to the air gap funnel, tested the unit, and confirmed the unit to be operating according to specification.

Event description:
The user facility reported their 16" century sterilizer was leaking water. No injury, procedural delay, or cancellation was reported.